Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. On july 12, 2024, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the implant was an unknown mentor smooth saline implant. On july 15, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed a valve completely separate from the device. Leak testing was performed, in accordance with mentor's procedures, and no additional tears were found during the procedure. Microscopic examination was performed, and the cause of the valve separation could not be identified. Therefore a thickness measurement was conducted on the shell at the valve, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered breast implant deflation on an unspecified breast. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On july 17, 2024, mentor became aware that the following has been erroneously omitted from the supplemental report sent on july 16, 2024: the suspect medical device received was a 225cc mentor smooth round moderate profile saline (catalog: 3501630). Also, the correct date of event was on (B)(6) 2023. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
On may 16, 2024, mentor received additional information indicating that the correct date of event was on (B)(6) 2023. In addition, the affected breast was the right breast implant. The implant was removed and replaced with a 225cc mentor smooth round moderate profile saline (catalog: 3501630, lot: 9852486, sn: (B)(6)).